Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Litigation alleges that the patient suffers from pain and suffering. Update 7/25/2012 - litigation papers received. Litigation provided date of implantation - (B)(6) 2007 and date of revision - (B)(6) 2008. There is no new additional information that would affect the investigation. Update 11/14/2012 - medical records were received from legal, and part/lot information was identified. Update ad 27 jun 2018 - receipt of ppf and sticker sheets record. In addition to previous allegations, ppf alleges loosening of stem. Added stem due to alleged loosening.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> 2291567. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.